Event description:
It was reported that the catheter tip was never in the intrathecal (it) space since implant, so the patient never reached efficacy. A catheter revision was done on the day of the report, (B)(4) 2013. The caller confirmed proper catheter programming and priming of the spinal segment catheter only. The device system delivered morphine. It was later reported that the original spinal segment was not in the it space. The revision was to replace the spinal segment. Cerebrospinal fluid (csf) was confirmed with the new spinal segment. It was unknown if the patient was receiving effective therapy following the revision. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
Product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. Product ID: 8 590-1, lot# n323670, implanted: (B)(6) 2012, product type: accessory. (B)(4).